Manufacturer narrative:
A complaint history review showed no other complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.

Event description:
Right after placement the nurse noticed the tip had broken. The tip was retrieved and another catheter was placed without incident.